Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient got a hazard alarm when connected to the power module or her mobile power unit (mpu) but no alarms were showing up on the system controller. A self-test was performed, and it passed with all lights showing up and both tones heard. Log file review revealed no unusual events in the log file history. The system controller and mobile power unit were exchanged which resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu), serial (B)(6), was evaluated following the reported event of atypical disconnect alarms. A review of the submitted controller event log file spanned approximately 2 days (20mar2025 ¿ 21mar2025 per time stamp). There were no notable alarms active in the log file. During the evaluation of the returned mpu, serial (B)(6), the unit was powered on and went through the bootup sequence as intended. The mpu was connected to a mock loop and ran for several days without issue. The cable was manipulated, and no alarms were active; the reported issue could not be reproduced. The mpu was opened, and the internal cabling and components were visually inspected and found to be in good condition. The unit then functionally tested and passed all tests. The unit was returned to the customer site and is ready for use. The root cause for the reported event was due to a short to shield in the system controller power cable. The reported event cannot be correlated to an issue with the mpu. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot all alarms. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain all the mpu alarms. This section states ¿the yellow wrench symbol illuminates when the mobile power unit detects a mechanical, electrical, or software issue with the system. This is an advisory alarm. When the yellow wrench illuminates, switch to two fully-charged heartmate 14 volt lithium-ion batteries.¿. This section informs the user of the proper actions to take if the yellow wrench alarm activates. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. No further information was provided. The manufacturer is closing the file on this event.